Event description:
It was reported by a non-medical professional that the pt underwent a two-level plif at l4-s1 using two resorbable interbody devices at each level packed with iliac crest bone graft, a supplemented with pedicle screw fixation, rods and two crosslinks. The pt experienced a traumatic fall approx seven mos post-op. There was no evidence of new lumbosacral injury noted immediately post-fall, but the pt did report marked exacerbation of back pain afterward. Continued radiographic monitoring ultimately noted non-union at both levels with subsequent fracture of bilateral sacral screws noted approx 16 months post-op. A revision surgery was performed approx twenty-three months post-op to remove the broken hardware. X-rays taken two weeks post-revision noted a screw remnant in the sacrum.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.